Event description:
Boston scientific crm received information that following a reprogramming session this pacemaker exhibited a longevity estimate of 1.0 year remaining. Approximately one month later the device the declared elective replacement indicator (eri). The device was explanted and successfully replaced by a new device in a replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.